Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers: 1221359-2022-00495, 1221359-2022-00496, 1221359-2022-00497, 1221359-2022-00499, 1221359-2022-00500, 1221359-2022-00501, 1221359-2022-00502.

Event description:
The user reported multiple false positive results with the binaxnow covid-19 antigen self test for one patient between (B)(6) 2021 and (B)(6) 2021. This MFR. Report addresses patient 4 of 8. The user reported a false positive result with the binaxnow covid-19 antigen self test on a direct tested nasal kitted swab. Confirmation testing with clr clear saliva pcr generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported updated information stating that they tested negative with two crl clear mail in pcr tests and as a result went to a local drug store to have pcr testing performed. Pcr testing was performed on a nasal sample which generated a positive result.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data. Please see b5. Due to new information received from the customer, they are no longer alleging a malfunction with the binaxnow. Therefore this report is to retract the initial report as this is no longer considered a reportable event. This event will be re-evaluated if further additional information is received. Please reference 1221359-2022-00495 through 1221359-2022-00502.